Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The initial customer report indicates a problem with the dso (downstream occlusion). During the visual inspection it was found the dso seal was degraded; additionally, the lens was found scratched. The motor test failed because it exceeded 6 million revolutions (8145673). The motor, the dso seal and the lens were replaced with new ones and the device software was updated. The performance verification test was performed. All tests passed within specifications. Probable cause: degraded dso seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion (dso) seal was bubbled/delaminated, and the device required a software upgrade. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.